Event description:
It was reported that during the self-check of a u9000, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by the local engineer. Upon evaluation it was observed the filter was "broken". The reported condition was verified. The filter was replaced. The cause of the condition could not be determined; however, the most likely cause is due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.